Manufacturer narrative:
Age: unk. Weight: unk. Ethnicity: unk. Race: unk. Expiration date unk. Explanted: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm implantable collamer lens, in the patients right eye (od) on (B)(6) 2019. The intraocular pressure was reported as being high. The patient complained of poor vision and sees distorted lights. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.